Event description:
During insertion of the catheter, the pt experienced a run of ventricular tachycardia lasting 10-15 seconds. The user feels that the complication resulted from the guidewire being pushed against the heart.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.